Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to ongoing ventricular tachycardia (vt). The device diagnosed the vt as an svt, therefore adequate therapy was not delivered to the patient. The physician gave the patient manual hv therapy via the merlin programmer and the patient returned to sinus rhythm. The device discriminators were reprogrammed and the patient was scheduled for an ablation procedure. The patient was in stable condition following the programming.